Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure had been scheduled as the impedance measurements on the right atrial (ra) lead and left ventricular (lv) lead were greater than 3,000 ohms. During the procedure, the ra and lv leads were surgically abandoned. The new ra lead was implanted successfully. The new lv lead implant began and the coronary sinus catheter was inserted when the patient developed an av block iii without an escape rhythm. At this time, it was realized that telemetry had been lost with the implanted device, resulting in no pacing being delivered. As a result, the right ventricular (rv) lead was removed from the device and connected to the analyzer to start pacing. This process took approximately 10 seconds where the patient has been in asystole. The new lv lead implantation was completed. The device was made to explant and replaced the chronic device as well. The explanted device could not be interrogated post-operatively. No additional adverse patient effects were reported.